Event description:
During implant, the stimulator went into a power on reset (por) condition twice; the device was reprogrammed both times. It was felt that it was likely due to the use of electrocautery around the device. It was also reported that in the operating room, the patient experienced stimulation on both the left and right sides. Postoperatively, the patient experienced stimulation only on the right side. The stimulator was reprogrammed and everything was fine. The patient was very happy and had good stimulation.